Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose: 4/page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Nurse called to report an event that occurred on (B)(6) 2018, when patient was brought to the hospital due to elevate blood glucose (bg) levels. The patient was reportedly found ¿incoherent¿ by her guardian. Patient¿s guardian was unable to provide much information about what led up to the event, as they were unsure. The patient¿s pdm (personal diabetes manager) was off and the nurse estimated that insulin delivery was suspended for approximately 1 hour. There appeared to be nothing unusual or noteworthy with the pod the patient was wearing. The pod had been worn for an unknown length of time on the arm. The pink slide insert moved forward and was visible in the viewing window of the pod, and the cannula was properly inserted. The nurse reported that the patient¿s bg levels were ¿off the chart¿ at the hospital. The nurse stated her bg levels had reached 27.8 mmol/l (500 mg/dl). Additionally, her ketones were measured at 6.3 mmol/l (114 mg/dl). As treatment at the hospital, the patient was administered an insulin infusion.